Event description:
The customer reported to olympus, e238 (scope communication error) error and e117 (life of optical module) error occurred while connecting the scope to the video processor. The issue was found during preparation for use for a heath check up screening. The issue occurred with a second scope as well. Inspection was not possible, and all the tests were cancelled. The device was suspected of being flooded. After manually setting the user settings of the video processor and then connecting a substitute scope, the error did not occur. There were no reports of patient harm associated with the event. This report captures complaint on gastrointestinal videoscope (model: gif-xp290n, model description: evis lucera elite gastrointestinal videoscope, serial no. (B)(4). Patient identifier: (B)(6) captures complaint on second scope (model: cf-h290i, model description: evis lucera elite colonovideoscope serial no. (B)(4).

Manufacturer narrative:
The customer also reported that the facility performed alcohol cleaning of the device. The device will be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This supplemental report is being submitted for correction. Olympus re-evaluated the event reported in the initial report (manufacturer report # 9610595 - 2023 - 00623) and determined that the failure mode is not an MDR reportable malfunction. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur therefore, this report is being submitted to retract the MDR on the event.